Manufacturer narrative:
During inspection and testing of the subject device, the foreign material in the air/water nozzle was suspected to be due to insufficient cleaning of the device. The reported image problems were not confirmed. In addition, service found a leakage due to a damaged instrument channel. The objective lens and the light guide lens were chipped. The plastic distal end cover was dirty, the adhesive on the bending section cover was detached, the connecting tube was wrinkled and sticky, the image guide protector was cut, the grip was dirty and scratched, the scope connector cover was scratched, the suction cylinder was shaved, the control unit was dirty and deformed. Switch buttons #1, #2, and #3 were scratched. The protector on the control section side of the universal cord was chipped, the protector of the universal cord on the scope connector side was cut, the universal cord was sticky and scratched, the scope connector was dirty and had a dent, the electrical connector was dirty, the light guide cover glass was corroded, the universal cord was deformed. The bending angle was out of specification and there was play in the angulation knob, due to wear of the angulation wire. The switch box was corroded and all the switches were not working. The water removal ability was out of specification due to the foreign material in the air/water nozzle. The suction volume was out of specification due to the damaged instrument channel, and the light guide bundle was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were image issues (static noise, no image) with the subject device. There was no patient or user injury reported due to these issues. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material in the air/water nozzle). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation of foreign material clogging the air/water nozzle, the root cause was unable to be identified; however, it was most likely caused by the reprocessing after the previous case being inappropriate and the nozzle becoming clogged with the adhered body fluid / chemical solutions used. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and inspection of the objective lens cleaning function." 3) "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) " flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." 5) " clean the external surfaces, immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure. Caution: follow the steps below only in cases of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported event (image issues): the reported issue was observed during routine inspection of the subject device. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b3 and b5.